Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was losing helium, it lost half of a full tank overnight. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was losing helium, it lost half of a full tank overnight.

Manufacturer narrative:
A getinge field service engineer (fse) that evaluated the unit found the helium leak to be beyond specification. In order to fix the issue, the fse tightened the internal fittings which repaired the issue. The fse then completed the preventive maintenance (pm) and the unit passed all functional and safety tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.